Event description:
A hospital in (B) (6) returned an mr290 autofeed humidification chamber that was found to be leaking during setup. No patient consequence was reported.

Manufacturer narrative:
(B) (4). Method: the returned mr290 chamber was visually inspected for cracks. Results: cracks were consistent with the chamber sustaining an external impact. Conclusion: all mr290 chambers are pressure tested during production and those that fail are rejected. The cracks observed would have caused this chamber to fail this test had they been present during production. The cracks occurred post production as a result of an external impact during transport, storage or use. We could not conclude what the source of this impact was. (B) (4).